Event description:
Study. Same case as 2134265-2008-02215, 2134265-2008-02216, 2134265-2008-02217. It was reported that 307 days after a coronary stenting treatment procedure, the patient experienced angina and required a target vessel reintervention (tvr). The patient presented for treatment of the index procedure with an acute myocardial infarction. The lesion being treated in the index procedure was a 2.5mm. Ninety percent stenosed, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician predilated the lesion and placed four express2 study stents of unknown size in an overlapping fashion. The patient was discharged with no reported complications. Three hundred and seven days after the index procedure, the patient experienced angina. In-stent stenosis was discovered. Small vessel and diffuse disease may have contributed to the restenosis. An unknown drug eluting stent was used to treat the in-stent restenosis. The patient condition is listed as unknown. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.